Event description:
The customer reported that the mobile app was frozen while they were loading a cartridge. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by following instructions to uninstall and reinstall the app, but initially, this did not work. Technical support then provided guidance on resetting the pump, which successfully resolved the issue, allowing the pump to pair with the mobile app without requiring further assistance.